Event description:
It was reported that (1) ems20 was used during a laparoscopic inquinal hernia repair. It was reported by the rep that after firing about 12-15 staples the ems became jammed. Opened a new ems to complete the case. There was no consequence to pt.